Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, two delaminations were observed; one was on the cavity ID end extending from approximately 240° to 65° and one was on the non-cavity ID end extending from approximately 290° to 90°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address internal blood leaks (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed an internal dialyzer blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the dialyzer housing fiber membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the registered nurse (rn) confirmed an internal dialyzer blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the dialyzer housing fiber membranes. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The estimated blood loss was 250ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.